Event description:
It was reported that the venous probe was alarming that I was not compatible. The customer attempted to reinitialize the venous probe several times but was unsuccessful. The customer attempted to initialize with a different venous probe from a different cardiohelp, but the alarm persisted. The error message "no measuring cell detected" was displayed in the blood parameters screen. The alarm could not be cleared. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
It was reported that the venous probe was alarming that it was not compatible. The failure occurred during treatment. The customer attempted to reinitialize the venous probe several times but was unsuccessful. The customer attempted to initialize with a different venous probe from a different cardiohelp, but the alarm persisted. The error message ¿no measuring cell detected¿ was displayed in the blood parameters screen. The cardiohelp was exchanged. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The venous probe was re-taught to the correct cardiohelp device. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst, the customer swapped venous probes between cardiohelp devices. The venous probes are adapted to a specific cardiohelp and are not interchangeable between cardiohelp devices. The venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. In addition in the IFU chapter "connection the sensors" is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm due to an electrical shock. According to the IFU of the cardiohelp, chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2025-05-26 for the period of 2019-07-01 to 2025-03-25. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced on 2019-07-01. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "venous probe not compatible ¿ swapped" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).